Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the motor seized, jammed and was moving heavy. It was further determined that the motor was running rough and was defective. It was further determined that the device failed for check for air leak, check triggers for forward/reverse mode, check for untrue running, 130, check for excessive noise, check starting behavior and for check the power with test bench. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the motor of the compact air drive device stopped and could not be rotated in both directions. It was not reported if there were any delays in the surgical procedure or if a spare device was available. There was patient involvement reported. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.